Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was post-operatively exhibiting high undefined pacing impedance in any configuration specifically involving one of the quadripolar lead's four electrodes. All other vectors were stable. The lead remains in use. No patient complications have been reported as a result of this event.